Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine (3 mcg/ml at 1.8013 mcg/day), bupivacaine (3 mg/ml at 1.8013 mg/day), baclofen (7 mcg/ml at 45.032 mcg/day) and morphine (10 mg/ml at 6.004 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that a long time ago more fluid was aspirated than expected. No symptoms were reported. No further complications have been reported as a result of this event.